Event description:
It was initially reported that the patient¿s month keeps a log of magnet swipes. She compared her log to the recorded magnet swipes in the programming history there were some swipes that where not recorded in the magnet history. As part of the software if another magnet activation is attempted while as previous magnet activation is still stimulating than the second magnet activation would not be recorded by the software while the mother may have reported swiping the magnet twice. This may explained some of the discrepancies while other may have been improper swipe technique, recording errors or display errors